Event description:
New information received indicated that the lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise were observed via remote transmission multiple. Decreased pacing lead impedance was also observed. The noise was not reproduced with isometrics. No abnormalities were found via x-ray. Patient will be scheduled for a lead revision in the near future.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.